Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after receiving multiple shocks for an episode of ventricular fibrillation. Review of the remote transmission indicated that the morphology of the rhythm changed after the second shock was delivered and possible t-wave oversensing was observed. The episode terminated after the 4th shock. The lead remains in use. No further patient complications have been reported as a result of this event.